Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was confirmed by a third-party analysis. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent loss of image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope displayed communication error b30 during inspection for use. There were no reports of patient harm.